Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 five infusion set fell off during use before expected duration and infusion set is used for 45 min for 1.5 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.